Event description:
During a rotator cuff repair the peek eyelet broke off during tensioning the anchor. All was retrieved. It was replaced with a 3.5 push lock anchor and there were no further issues. The patient is fine to date.

Manufacturer narrative:
The most likely cause for the reported failure is user error for applying excessive force during insertion or through leveraging/prying the device.